Event description:
Patient's ot basic meter would not power on. The issue was unresolved with troubleshooting. Spouse stated had to call 911 due to pt's experiencing severe symptoms of confusion, could not stand up, and eyes were constricted. Patient was treated in the ER with IV glucose. Spouse stated they do not know what pt's blood surgar reading was in the hospital. The meter has been replaced for the customer.